Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user awoke with hyperglycemia at 365 mg/dl while using the ilet system with a contact detach 6 mm 23 in infusion set, disconnected, administered subcutaneous insulin by pen, then replaced the infusion set and reconnected but remained elevated around 180 mg/dl before trending down to 150 mg/dl. Symptoms included elevated blood glucose without reported loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included prolonged hyperglycemia for over five hours that required use of back-up subcutaneous insulin and subsequent recovery without medical intervention. Investigation included technical review of the reported event and assessment of use of replacement supplies. Investigation of this case revealed no device alarms and an unclear cause of hyperglycemia, with possible infusion site or set performance uncertainty that was not confirmed because the removed set was discarded. It was concluded that the event was user-managed with back-up insulin and set replacement, and the cause of hyperglycemia remained undetermined. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.